Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as information becomes available.

Event description:
As reported in this event, during the therapeutic esophagogastroduodenoscopy (egd) with dilation procedure the device failed and the balloon broke in half when pulling back through. There was no adverse impact to the patient. The intended procedure was completed.